Event description:
An altitude alarm occurred on the customer's pump. The customer's blood glucose level remained between 54-500mg/dl (3.0-27.7 mmol/l). The customer's insulin was initially suspended due to the alarm, but after removing obstructions from the speaker holes, cleaning them, and waiting for several minutes, insulin delivery was successfully resumed, and the issue did not recur. Technical support provided preventive tips, and the customer acknowledged them.